Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis and perforation. The right ventricular (rv) and right atrial (ra) leads re main in use. No further patient complications have been reported as a result of this event.